Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is (B)(6).

Event description:
Clinician reported patient called and reported abutment screw is loose.

Manufacturer narrative:
This report is being submitted to report additional information. The lot number is now known and this is an addition to 0001038806 - 2022 - 00064. The following sections are being reported: d4: lot number. D4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H4: device manufacturer date. H10: additional narratives/data.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the iunihg was not returned and the reported event could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Based on the evaluation the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when they left zimmer biomet. DHR review was performed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review was performed for similar events and there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.